Manufacturer narrative:
Retainer ring=black. Customer complained on 08/30/2021 the insulin pump alarmed failed battery test and has no audio alert. Complained is not delivering insulin and has a rewind anomaly. Complained experiencing high blood glucose. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed delivery accuracy test at 0.08720 inches. No rewind anomaly noted. No delivery anomalies noted during testing. Insulin pump successfully downloaded to thus and carelink. No history recorded on event date. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 alarms noted in insulin pump history download. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No failed battery test noted during testing or in the insulin pump trace download. The electronic assemblies, battery cap, battery tube and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Insulin pump passed functional testing and no failed battery test, audio alert anomaly, rewind anomaly or delivery anomalies noted during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 683 mg/dl. Customer stated they went into diabetic ketoacidosis last week and felt they may not got alarm. Customer had vision issues. Customer also reported insulin pump rewound louder and noisy. It was found that insulin pump had a kink in the tubing. Customer current blood glucose level was 173 mg/dl. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer declined troubleshoot for high blood glucose. The device will not be returned for analysis.